Manufacturer narrative:
On april 3, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 535cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the reason why the patient initially went for revision surgery was because they were unhappy with the breasts, wanting them very high and round, and was also diagnosed with bilateral breast ptosis. As a result, along with the removal and replacement of the left breast implant, the patient also underwent capsulorrhaphy on the right breast. The complication on the right breast/implant will be reported under mrn: 1645337-2021-05023. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a 535cc mentor memorygel breast implant on the left breast, suffered spontaneous left breast implant rupture, post-procedure. The patient underwent surgery for unspecified reasons on (B)(6) 2021, and that is when the rupture was discovered. Subsequently, the implant was removed and replaced with a 535cc mentor memorygel breast implant (catalog: 3505535bc lot: 9520411 sn: (B)(4)).